Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint, the unit was leaking between 4.5 and 9lpm. The vaporizer manifold o-ring was reseated, and the unit was returned to service. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit leaked, found during pre-use checkout. No report of patient involvement.